Event description:
Rptr stated that their spouse's glucose monitoring device does not give consistently accurate readings. Previously when the suspect device was checked against a hosp monitoring device, the differences between the 2 readers were not great. However, the last time the suspect device was checked against a hosp reader, the device gave a reading of 304, the hosp device gave a reading 134.